Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that there were incidents of bloodstream infections in the medical department of (B)(6) hospital. Bd q-syte¿ luer access split-septum stand-alone devices were used but it cannot be confirmed by the hospital that the devices were the cause of the infections. Specific patient identifiers were not provided and only one incident date was given. There was no report of medical intervention. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: received one q-syte unit within a sealed package from lot number 7209839. Visual observations: the unit did not display any physical-mechanical damage. All components were present and intact. Product is not expired. The package is properly sealed. No foreign matter was observed. Leak test: the unit did no leak during the performance of the water leak test on either the actuated or the un-actuated positions. DHR review sub assembly lots for lot 7209839: (B)(4). All challenge, set-up, in process samples and testing were performed in accordance with quality control plan and in-process sampling plans and all passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. The representative unit received for evaluation did not display any adverse characteristics that would contribute to the defect the customer experienced. Root cause could not be determined. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that there were incidents of bloodstream infections in the medical department of (B)(6) hospital. Bd q-syte¿ luer access split-septum stand-alone devices were used but it cannot be confirmed by the hospital that the devices were the cause of the infections. Specific patient identifiers were not provided and only one incident date was given. There was no report of medical intervention. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were incidents of bloodstream infections in the medical department of (B)(6). Bd q-syte¿ luer access split-septum stand-alone devices were used but it cannot be confirmed by the hospital that the devices were the cause of the infections. Specific patient identifiers were not provided and only one incident date was given. There was no report of medical intervention. There was no report of exposure, injury, or medical intervention noted.